Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an endovascular abdominal aortic aneurysm endoleak repair, the catheter tip detached within the patient. The physician had acquired left retrograde femoral artery access and had negotiated the patient's common iliac bifurcation with a guidewire in preparation to place an embolization coil. The physician states that he could not see the guidewire exit the catheter under fluoro and while removing the catheter and guidewire together, the catheter tip detached and migrated to the patient's left common femoral artery access site. The physician then proceeded with a vascular cut down procedure to successfully remove the catheter tip from the patient.